Manufacturer narrative:
Device is used for treatment, not diagnosis. The performed investigation showed that the spigot of the moving mechanism is missing. Unfortunately it is not possible for us to determine afterwards the exact cause, which was leading to the missing of this component. Because this article is going through a final inspection (inclusive functional testing) it is possible that improper use was leading to this damage. The review of the manufacturing and material documents of the present instrument of october 2008 shows no deviation according to the specifications. Therefore we exclude a failure from material or production. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the screw for the implant holder at the connection between handle and mechanism has come loose and cannot be found. It was reported the case cannot be recorded properly. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.